Manufacturer narrative:
Manufacturer's investigation conclusion: driveline fault alarms were confirmed based on review of the submitted log file. Based on previous experience with the heartmate ii lvas (left ventricular assist system) and similar reported events, this log file observation could be indicative of a potential driveline wire compromise. In addition, superficial damage to the external driveline jacket was confirmed via an image provided by the account. The submitted log file contained events and data spanning from 29dec2023 to 04jan2024. The log file recorded a total of 166 driveline fault alarms consistent with phase 3, which is redundantly supported by the red and orange wires. No other notable alarms were captured. No other notable alarms were captured, and the pump appeared to have been operating as intended at the fixed speed. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) discusses driveline damage due to wear and fatigue and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a regular outpatient visit a frequent occurrence of driveline fault was noted in the log files and the driveline was also noted to be covered with rescue tape. Log file analysis and x-ray of the driveline were done that showed some areas of interest. The log file showed deviation of the b phase and pump performance data related to higher blood pressure. There were no active alarms during the hospital visit and no additional alarms were noticed. Data analysis and suggestions on next steps was requested from the healthcare tram as the patient was not a candidate for heart transplant. Additional information was provided the driveline damages were superficial small cuts/ tears of the external part without presence of any active driveline related alarms and with normal pump parameters at the time of repairs. The driveline fault alarm resolved at a non-clinical environment and was not present at the latest patient visit. The patient was to be closely monitored with frequent log file review and possibly exchange their system controller in case of a new driveline fault occurrence.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.